Event description:
A distributor reported on behalf of a customer that the ias5-100lp, 5 mm access port & low profile obturator device was used in an unnamed procedure on (B)(6) 2026, and ¿during the operation, the puncture device broke and fell into the body. The entire set had to be replaced.¿. Further assessment found "the trocar broke in the patient" and all fragments were retrieved by hand.". The asm-evac1 device did not fragment or fall into the patient. There was no report of injury, medical/surgical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.